Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported an existing pericardial effusion increased. A left atrial appendage (laa) closure procedure was being performed. A baseline pericardial effusion of 1.26 mm was observed prior to the case. The transseptal puncture was posterior-anterior with no issues. They put a wire on the left upper pulmonary vein. They then advanced the watchman access system and it was at that time they noticed the pre-existing effusion was significantly larger on echo imaging. The physician withdrew the sheath back through the septum and pericardiocentesis was performed. Approximately 1800 cc of blood was drawn. The patient remained hemodynamically stable throughout; however, the procedure was aborted.